Event description:
It was reported that the during total thyroidectomy, customer states the vagus nerve was plainly seen, however the nim vital displayed inconsistent positive response to stimulation with a prass probe. Sometimes a waveform and audible alert was displayed, while other times there was either delayed readout on the vital or absent readout despite stimulation being applied to the same anatomical area. The customer checked the electrode plugs in the vital pi and the ground and return subdermal electrode placement in the patient and both were unremarkable. The customer increased the stimulus from 1.0 to 1.3 and reduced the threshold from 140 to 100 without benefit. They also tried a different prass probe in the stimulus 2 port without benefit. A nim 3.0 console was brought to the room and was plugged into the disposables already in use and the same behavior was demonstrated. The suggestion was made to visually confirm the placement of the trivantage tube or to replace the tube, however, the customer declined to take these steps. Emg tube pass the electrode check both at the beginning of the case and approximately 80 minutes into the case. There was a delay of 15 minutes. Procedure was completed with nim 3.0 device. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.